Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (BG) level was "High", although a specific value was not given. The customer administered a manual injection to address their BG. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.